Manufacturer narrative:
Analysis found that the lead was cut and returned in two pieces. Normal electrical characteristics were noted for the lead portions. An abrasion was found on the outer insulation due to friction with the ICD can. No damage was noted to the rv and etfe cables in the area of the abrasion. No complaint was received with return of the device. Failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.